Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. The device was flushed and the balloon was inflated to its nominal pressure of 10atms. The device would not hold pressure and a leak was found at the balloon bond. A visual inspection found damage to the balloon bond at the leak site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: one prior inflation was applied. The balloon burst at 9atm and a longitudinal burst was reported. The balloon did not fragment. No damage was noted to the balloon catheter. The use of a pressure pump with negative pressure suction was required for deflation. Deflation took 3 minutes but the balloon did not fully deflate. The balloon was directly removed from the body with no vessel injury noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ia physician was using an evercross pta balloon for treatment of a plaque lesion with 60% stenosis in the distal region of the superficial femoral artery. Embolic protection was not used. The device was prepped as per the IFU with no issues identified. There was no resistance during advancement and the device did not pass through a previously deployed stent. A syringe was used for inflation. It was reported the patient was diagnosed with lower extremity arteriosclerosis and occlusion, and was to undergo arterial balloon dilatation and stent implantation. After angiography, it was confirmed that the patient had superficial femoral artery stenosis. First, the pta balloon dilatation catheter was used for dilatation. The balloon was inflated to the rated standard pressure and the balloon expanded normally. Then the balloon was withdrawn and it was found that balloon dilation was poor. After withdrawal, blood was found in the balloon. It is thought the balloon had ruptured. Another balloon was used to complete the subsequent dilatation. No patient injury was reported.